Manufacturer narrative:
No autopsy was performed, and the device was not explanted. The product did not return for investigation.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00420. This report is being submitted as additional information. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Concomitant medical products: the system controller, (B)(4), was added as a concomitant device due to difficulty in driveline re connection to the system controller causing an extended period of pump stop. Approximate age of device ¿ 1 year and 2 months. Manufacturer's investigation conclusion: the report of low voltage alarms, driveline disconnects, and a loss of lvad support after an attempted controller exchange was confirmed via the submitted log files. The primary controller event log file contained approximately 7 days of data, spanning from (B)(6) 2017 11:08:14 to (B)(6) 2018 04:56:52, per the timestamp. The log file captured the device operating as expected until approximately 5 minutes after switching to an mpu on (B)(6) 2018 23:32:11, a low battery advisory was captured. Approximately 2 minutes later, the patient disconnected both power cables and no external power alarms were captured. On (B)(6) 2018 23:44:33, the driveline was disconnected from the controller and remained disconnected until (B)(6) 2018 01:24:29. The patient¿s backup controller event log file contained approximately 5 hours of relevant data, spanning from (B)(6) 2018 23:38:37 to (B)(6) 2018 04:32:12, per the timestamp. The controller was connected to 14v batteries and powered on at 23:38:37 on (B)(6) 2018. The driveline was connected to the controller at 00:09 on (B)(6) 2018. The controller recorded low flow hazard alarms on (B)(6) 2018 from 00:10 to 00:16 due to the calculated flow falling below 2.5 lpm. On (B)(6) 2018 at 12:25 the pump was intentionally stopped, and the driveline and power cables were disconnected from the controller. Prior to the driveline being disconnected, there were no other notable alarms recorded in the log files. Based on the review of the submitted log files, when the patient connected to the mpu on (B)(6) 2018, they had swapped the black and white power cables. This caused the low voltage alarms to occur approximately 5 minutes later. The patient attempted to exchange controllers in response to the low voltage alarm, became unresponsive, and lost lvad support for approximately 25 minutes after disconnecting the driveline from the primary controller. Per the vad coordinator, it appeared that the patient made several connection errors at home which resulted in cardiac arrest, from which they did not recover. Due to the patient¿s extended downtime, anoxic brain injury was sustained, and the patient subsequently expired on (B)(6) 2018. The patient¿s pump was reported to be functioning properly. No autopsy was performed, and the device was not explanted. No product available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2018, it was reported that the lvad system produced a low battery alarm on the mobile power unit (mpu), and on fully charged batteries. The patient attempted a system controller exchange after receiving a low battery alarm on the mobile power unit (mpu), and became unresponsive. It was reported that it appeared that the patient made several connection errors while exchanging the system controller, and then experienced cardiac arrest. The patient was disconnected from lvad support for approximately 20 minutes before emergency medical services arrived and reconnected the system. The patient was intubated and transported to the closest emergency room. The patient was transferred and admitted to the implanting center. Aicd interrogation revealed 27 shocks for ventricular fibrillation. The patient remained unresponsive and required ongoing respiratory support. The patient exhibited decreased level of consciousness with intermittent jerking motions post cardiac arrest. Electroencephalography (eeg) was consistent with epileptiform seizure and severe diffuse encephalopathy. A CT scan at an outside facility showed that there was no bleed evident. It was reported that the patient was not doing well. The patient expired on (B)(6) 2018. The cause of expiration was anoxic brain injury secondary to issues with exchanging the system controller, heart failure, and coronary artery disease (cad). No additional information was provided.